Event description:
It was reported that in preparation for paroxysmal atrial fibrillation procedure a faradrive steerable sheath was selected for use. During room preparation, it was noted that a hair was present in the package prior to opening. Package was not opened and a new sheath was used to complete procedure. No patient complications were reported.